Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the cable jammed in casing. Fse released that cable and tested. Fse confirmed it was working.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a defective mains assembly reel/retract mechanism. There was no injury reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a defective mains assembly reel/retract mechanism.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a